Event description:
It was reported that during the ablation procedure, the pt had pericardial effusion of moderate severity. The event was reported to be not device related, but possibly procedure related. The prognosis of the pt was reported to be excellent.